Event description:
It was reported the atrial lead had sensing issues. It was noted that the atrial lead had evolved to almost complete loss of sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429888 lead implanted: (B)(6) 2014; 6935m55 lead implanted: (B)(6) 2014. (B)(4).